Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. At the time of this report the device was not received for analysis; therefore no physical analysis of the product could be performed. The product is reportedly being returned for analysis. Based on the information received to date an exact cause for the incident could not definitely be determined. If the product is returned for analysis or additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: this device was used to treat the tavi case. There was no problem outside the patient's body, and after it was inserted inside the patient's body, resistance was met and the shaft got kinked when the tip was inserted inside the lv. Since it will be dangerous to use it continuously, the procedure was completed without issue after replacing with another safari2 tavr wire. Procedure outcome: completed with another of same device.

Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. The device was returned for analysis on 7/13/2017. As received, the specimen device consisted of one safari2 275cm x sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly pouches. The specimen presented offset coil wraps adjacent to the distal tip weld and in the large diameter curve 7.95 to 8.30cm, scraped ptfe coating with coating removal in the large diameter curve 7.95 to 8.30cm from the distal tip, and kink/bend damage located 15.8 to 16.3cm from the distal aspect of the preformed distal region. The specimen also presented deposits of dried blood-like material on and between the coil wraps scattered over the length of the device. No other damage or inconsistencies were noted. Both joints (distal and proximal) appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. It was not possible to assign a definitive root cause for the event as reported. As noted in the complaint narrative "there was no problem outside the patient's body", the damage was observed during the clinical use. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.